Event description:
It was reported that a minicap transfer set leaked. It was further described as "leak was coming from part where minicap is placed even when minicap was properly adjusted". This occurred during use of the device for automated peritoneal dialysis (pd) therapy. There was no physical damage observed on the transfer set. The transfer set was used for 4 months and was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.